Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated that their controller stopped working. Patient stated that the controller did not work all night long and they kept on getting a message that the controller battery needed to be charged but the controller was at 90% and so was the implant. Patient mentioned that they just had their controller replaced recently. Patient noted that they feel no stimulation but the controller battery light will be on and that they are on group b and that it is on as well. Patient stated that they are in pain and that went all night without charging. Patient followed up by saying that their controller showed 90% last night and they got a message telling them they could not find the implant. Patient mentioned that they also got a message saying that they could not find the charger. Agent had the patient do a reset of the controller; agent then walked the patient through a charging session. Patient stated that they were recharging excellent and that their controller and implant were both at 90%. On the call, patient stated that their implant battery increased to 100% charge but that they still were not feeling any stimulation. Agent walked the patient through turning their stimulation on; patient confirmed stimulation was on but they did not feel it. Agent reviewed that everything was working as intended with the equipment and advised the patient to make an appointment with their doctor to discuss the lack of stimulation. The issue was not resolved. Agent redirected the patient to follow up with their managing healthcare provider (hcp) to further address the issue.